Event description:
Pt was revised to address gross femoral loosening at cement/implant interface, osteolysis, and backside poly wear and pitting of the insert. Cement manufacturer is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.